Event description:
It was reported that the top portion of the jaw broke during a laparoscopic sigmoid colectomy but didn't fall into the patient. The device was removed from the patient and a second device was used to complete the case with no consequence to the patient. One device will be returned for analysis by the customer.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information the device was received the upper jaw damaged and closed. During functional testing, as the jaws could not be opened, the ¿reposition jaws and reactivate¿ yellow alert screen was displayed. The ¿reposition jaws and reactive¿ yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The jaws could not be opened so not all functional testing could be performed. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.